Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner keeps cutting their gums. They had this happen with their other aligners also. Provided information on filing techniques and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.